Manufacturer narrative:
(B)(4). Batch # p56w50. Device evaluation: the long60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler was difficult to close, prior to introducing into the trocar. Once the jaws of the device were closed and introduced into the trocar, the jaws of the instrument wouldn't open. The device was removed from the patient and a second like device was used to complete the procedure. There were no patient consequences reported.